Manufacturer narrative:
Correction to section(s) e1- corrected patients country.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused atrial fibrillation. Patient also alleged to visualization of black particles. The patient did receive medical intervention and had a pacemaker placed the device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The internal and external aspect of the device was inspected. During the investigation, manufacturer observed an unknown contaminant on the outside of the top enclosure. An unknown dust contaminant was observed in the blower box at the air inlet, top enclosure front panel, rear panel, and bottom enclosure. An unknown dust contaminant was also observed on the blower, inside the blower, on the blower seal, and the blower box. A keratin-like substance was observed on the blower box outlet. The evidence of sound abatement foam degradation/breakdown was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused atrial fibrillation. The patient did receive medical intervention and had a pacemaker placed. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.